Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, facet hypertrophy osteoarthritis (lateral recess stenosis), and congenial spinal stenosis. Pt was implanted with a tplif spacer at levels l4l5 size, with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 48 months. Surgery date was (B)(6) 2006, and postoperatively pt experienced csf leak, requiring closed intraoperatively same day. This report is 3 of 14 for the same event. This complaint is on the left screw at l4.